Manufacturer narrative:
Return of reported device was requested by the manufacturer but not received. With no other similar complaints reported and no product retuned for evaluation manufacturer will not investigate this event further.

Event description:
User reported while withdrawing the pentip (after injection) the pentip needle broke off in the muscle wall of her arm. User reported that approx. Half of the needle remained in her arm. At the time the complaint was reported, no medical attention had been sought.